Event description:
A customer contacted beckman coulter regarding erroneously low hemoglobin (hgb) results that were generated by the coulter ac.t diff instrument. The hgb results were verified to be erroneous when they did not match results obtained from a different instrument being run in parallel with the ac.t diff analyzer. The actual results were not supplied. No additional information regarding this event was provided by the customer. There was no affect to patient or user that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was ran prior to and after the event. The instrument is currently performing within qc specifications with respect to precision and accuracy. The erroneous results occurred on a whole blood sample. A field service engineer (fse) was dispatched to the customer lab. The fse discovered that wbc bath was not draining completely every time. The fse replaced waste pump tubing and vl-4 tubing to resolve the bath drain problem. As of july 7, 2006, there have been no further issues of erroneous cbc results from this account. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.